Event description:
It was reported that the patient presented in the clinic after receiving inappropriate shocks due to noise oversensing episodes on the right ventricular lead. The lead exhibited high capture threshold, high pacing impedance and low defibrillation impedance. It was also noted that the lead was fractured. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.